Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during bolus settings. Customer's blood glucose was good. The customer stated she has backup plan. The customer stated that the device was not dropped nor bumped nor exposed on moisture. The customer agreed for send oow letter.